Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Health care professional reported right side capsular contracture baker grade iii. The device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: weight to the spec, creases fold. No other observations observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g3, h6.

Event description:
Device as been explanted.